Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the unit was switching between monopolar and bipolar modes by itself. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. Initial inspection could not re-create or confirm the mentioned fault. Unit kept under long-term soak testing and found 5vdc drooping below specification. The investigation found that the lvps power cable faulty. The investigation identified the root cause of the reported event to be a connectivity issue with the rf-lvps cable. The rf-lvps cable was replaced. Corrective actions have been implemented to mitigate this issue. The service center reported all fans to be excessively noisy. The reported condition was confirmed. The investigation identified the root cause of the reported event to be the fans. The fans were replaced to address the condition. An eco has been released to address the failure. If information is provided in the future, a supplemental report will be issued.